Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer also received change sensor alert after a calibration not accepted. The blood glucose level was 49 mg/dl. The customer declined to troubleshoot for low blood glucose. The device was not returned for analysis.